Event description:
It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted during a procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced unspecified complications. All other information is currently unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the complainant, as a result of the implanted mesh the patient immediately experienced excruciating pelvic pain. She also reportedly experiences loss of mobility, the inability to sit, stand, or walk for prolonged periods, dyspareunia and the inability to engage in sexual relations, and has sustained permanent and debilitating injuries/disability. She has undergone surgeries and hospitalizations, and had medical treatments including but not limited to massage, physiotherapy, and acupuncture. The patient suffers severe, ongoing pain and has gone to various pain clinics without success. She takes prescription pain medication on an ongoing basis and continues to undergo medical care and treatment.

Manufacturer narrative:
.